Event description:
This case was initially received via regulatory authority ((B)(6)) on 25-feb-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("intense pain after essure was placed / chronic pelvic pain") in a female patient who had essure inserted for contraception. The patient's medical history included depression, subarachnoid hemorrhage and pregnancy. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain was resolving. The reporter considered pelvic pain to be related to essure. The reporter commented: she underwent a bilateral salpingectomy in (B)(6)2017 and refers relief from the chronic pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.